Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit the cartridge tubing. Reportedly, the cartridge was filled with apidra insulin. Blood glucose was 118 mg/dl. The customer changed the cartridge to address the event and had manual injections as alternate insulin therapy.